Event description:
A surgeon reported that one haptic broke off after intraocular lens (iol) implantation. It was also noted that the iol was decentered downwards. The iol was exchanged without issues. The patient's outcome was reported as excellent.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was broken in the gusset area (returned). This haptic was broken in the bulbous area of the haptic weld. A portion of the haptic material remained inside the optic. The remaining haptic was bent in the gusset region. The optic was torn or split in the insertion area of the bent haptic and torn or split in three pieces with a cut-like appearance. The posterior surface of one optic portion was scratched. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested.